Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 198-199 mg/dl. Reportedly, the issue occurred prior to the report with tandem technical support, therefore, troubleshooting could not be performed. Customer cleared the alarm and resumed insulin delivery to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.